Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device with e8 and e9 error codes was not confirmed. However, during evaluation, it was determined that the device emitted excessive vibration. It was further determined that the front bearing was corroded and worn out; and the flex circuit potting was cracked and corroded. It was determined that the excessive vibration was caused by the corroded and worn bearings due to normal use and servicing over time. It was determined that the cracked flex circuit potting and corroded and worn bearing were due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the during testing, it was observed that the motor device had an e8 (system fault) and e9 (handpiece not recognized) error codes. During in-house engineering evaluation, it was determined that the device emitted excessive vibration, front bearing was corroded and won out, and flex circuit potting was cracked and corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.